Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted in the common bile duct to treat a benign stricture during a stent placement procedure performed sometime in october or november. Reportedly, the patient was scheduled for a planned endoscopic retrograde cholangiopancreatography (ercp)with stent removal due to stricture resolution on (B)(6) 2018. According to the complainant, during the stent removal procedure, the stent was noted to have migrated proximally to where only a small portion remained trans papillary. Under fluoroscopy, the stent was attempted to be removed by pulling on the distal loop of the stent using a biopsy forceps. The stent loop ¿unraveled¿ and was broken in such a way that there was a long sharp piece. A cre balloon was inflated to 10mm inside the stent to remove it but was unsuccessful. According to the physician, the stent began to kink in the middle while still in the duct when he tried to pull on it again and essentially closed off in the duct. A guidewire and catheter were attempted to be placed through the stent but was unsuccessful. The stent was pulled again with forceps and came further out. The stent was able to be snared and pulled through scope channel to remove from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A deployed wallflex biliary rx fully covered rmv stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was damaged; it was deformed and kinked. The stent cover was missing in some sections of the stent. The stent was also found occluded by tissue ingrowth which could have damaged the stent cover. One of the retrieval loop wires was broken and the other retrieval loop wire was kinked. The damages noted were potentially a result of the resistance encountered during the withdrawal of the device from the patient. Taking all available information into consideration, the investigation concluded that the observed failures and the reported event were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted in the common bile duct to treat a benign stricture during a stent placement procedure performed sometime in october or november. Reportedly, the patient was scheduled for a planned endoscopic retrograde cholangiopancreatography (ercp)with stent removal due to stricture resolution on (B)(6) 2018. According to the complainant, during the stent removal procedure, the stent was noted to have migrated proximally to where only a small portion remained trans papillary. Under fluoroscopy, the stent was attempted to be removed by pulling on the distal loop of the stent using a biopsy forceps. The stent loop ¿unraveled¿ and was broken in such a way that there was a long sharp piece. A cre balloon was inflated to 10mm inside the stent to remove it but was unsuccessful. According to the physician, the stent began to kink in the middle while still in the duct when he tried to pull on it again and essentially closed off in the duct. A guidewire and catheter were attempted to be placed through the stent but was unsuccessful. The stent was pulled again with forceps and came further out. The stent was able to be snared and pulled through scope channel to remove from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.